Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 5.6 mmol/l. Troubleshooting was performed. The customer stated the alarm only happened once. The insulin pump was not dropped or bumped. The customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. The insulin pump will be returning for analysis.